Event description:
A baxter representative reported to customer service a pump with failure code 703:00. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information was provided.

Manufacturer narrative:
Evaluation summary: during product evaluation failure code 703:00 was confirmed. Failure code 703:00 was caused by a defective user interface module printed circuit board (uim pcb) which was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.